Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the plunger would not engage, went half way down and got stuck. It would not advance further or retract. The physician parked the foot and removed the device from the patient's anatomy. Another proglide was used to achieve hemostasis. No adverse patient effect was reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint attempts were made to obtain complete event, patient and device information.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged and bent. There was a slight bent on the posterior needle near the follower. Based on the evidence found on the returned device, the posterior cuff was missed and the anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. One of the anterior cuff tabs was broken off and was not returned with the device. During the investigation, the plunger was reinserted and the needle trajectory, needle depth and push mandrel were acceptable. Because lab testing of the device resulted in acceptable needle trajectory, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality issues detected that could have contributed to the reported complaint. The facility returned 3 unused/sterile proglide devices from lot# 930396h for evaluation. These sterile devices were returned for the reported complaint of difficulty deploying the plunger, experienced in the incident submitted for this medwatch report. One unused/sterile device was selected for functional testing. The sterile device was functionally tested and deployed in a tortuous path model fixture. The device was deployed without any issues noted. Both cuffs were captured and the suture was successfully retrieved. The device performed according to specification. No manufacturing or quality issues were detected. No non-conforming material report issue was found written against the reported lot number 930396h. Review of the device history record for lot 930396h did not produce any findings relevant to this investigation.